Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube. The hypotube material was jagged and uneven on both sides of the detachment site. Kinks were evident on the hypotube; proximal and distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified.

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified and non-tortuous lesion located in the distal circumflex artery exhibiting 99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. The device did not pass through a previously-deployed stent. It was reported that the stent could not pass through the lesion. It was described that the physician performed a pre-dilation once using a 2.25x20mm balloon at 8 atm's. The device failed to cross the lesion. The stent was pulled back and procedure was complete using a non-medtronic device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury. Analysis of the returned device revealed a detachment